Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while filling the cartridge with insulin, resistance was felt. The customer changed the syringe needle and the cartridge was successfully filled. Pump therapy was resumed. There was no reported impact to blood glucose.